Manufacturer narrative:
Date sent to FDA: 8/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and ventral incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted the old mesh balled up and adhered to the edge of the hernia defect. It was reported that the patient experienced severe pain. No additional information is provided.